Manufacturer narrative:
0 of 2 devices have been returned for evaluation. Evaluation results will be submitted as they become available.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes 2 malfunction events where a midwest tradition handpiece overheated. There were no injuries in any of the events.